Event description:
Information was later received from the health care professional indicating that in terms of troubleshooting, the local nurse interrogated the pump and no concerns were noted. The patient and family were reassured about the clicking sounds. There was no further information on the records regarding the cause of pump ticking and to confirm the cause of volume discrepancies. The patient's medical history was noted as spastic and dystonia quad cerebral palsy, gross motor function classification system IV.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer and a healthcare provider (hcp) regarding a (B)(6) female patient who was receiving gablofen 2000mcg/ml at 301.1 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. Starting in (B)(6) 2015, the patient thought they had heard the pump alarming several weeks before the alarm date due to low reservoir. At a refill, less drug than expected was removed from the pump. That had happened for the past few refills. In (B)(6), they did not have that issue. The patient¿s pump was read and there were no alarms present. The patient had been hearing the mechanical sound of the pump ticking and thought that was an alarm of some kind. The patient had started hearing this sound recently and it was loud enough to keep her up at night. The hcp could hear it as well, but only when she put her ear near the pump. The pump was not touching a rib or hip bone. The hcp stopped the pump and both the hcp and the patient confirmed they could no longer hear the ticking. The pump was restarted and the sound started up again. Additional information has been requested regarding the patient¿s medical history and concomitant medications, troubleshooting performed, actions/interventions taken and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.